Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a scheduled demonstration to be held at the hospital, when the sales representative took the handle out from the charger, handle error was indicated (red circle with line in the middle). The handle was set back to the charger and was restarted, but the issue was not resolved. No patient involved. Medtronic's initial evaluation of the incident device found evidence of a memory verification failure in the logs